Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A philips field service engineer (fse) reported that a mx400 monitor arrived at the customer site, and was found to have a speaker malfunction error message, and it did not produce sound. There was no adverse event reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.